Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2013-05003. On (B)(6) 2012, the pt underwent a permanent implant procedure. During the procedure, the doctor experienced difficulty with lead placement. Multiple attempts were tried to no avail. A different model lead was implanted instead, but lead placement was also difficult. The procedure was extended 90 minutes. Adequate coverage was present post-op.